Manufacturer narrative:
Information received that age of the patient is (B)(6) yrs. Old. Field below updated. Section a2: age: (B)(6) yrs. Old. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a product complaint confirmed in an unmasked clinical study had some concerns on axis position of lens in os (left eye). 8° at the end of surgery, 33° at 1 day postop, 13° at 1 week postop, 18° at 1 month postop, and 23° at 3 months postop. The site also reported that there was moderate corneal edema at day 1 which did limit the visualization of the toric axis markers. It was stated that at the 1 month postoperative visit, the toric iol was noted to have rotated by 10°. Toric iol confirmed to have rotated 10 degrees between the end of surgery and the 1 month postoperative visit. The customer confirmed via email on 02 feb 2023 that they were monitoring it and wouldn¿t be completing a secondary surgical intervention. It was learned that the lens remains implanted. Patient not symptomatic, no issues. No next action planned so far. These were observed during post-op examination. Vision pre-operative:20/40 left eye (os); best corrected distance visual acuity (bcdva); vision post-operative:20/60 os bcdva. No other information was provided.

Manufacturer narrative:
Unknown/ not provided. Asku. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter's email address: unknown/not provided. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.